Event description:
A physician attempted an arteriotomy closure using the proglide device in the common femoral artery. Thirty days later, a physician performed a surgical repair of the cfa as the perclose occluded the femoral artery. There was also a clot in the superficial femoral artery distal to the deployment of the proglide in the common femoral artery.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.